Manufacturer narrative:
B5: the lens exchange resolved the problem. The patient's eye is quiet and the patient is happy with the outcome. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens, -14.00/+1.5/092 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault; angle closure; icl rotation with a hyperopic refraction outcome. The exchange resolved the problem. H6- health effect- clinical code: 4581- hyperopic refractive outcome claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.00/+1.5/092 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting (the lens vaulted forward), angle closure and lens rotation. The patient experienced a refractive surprise. The lens was exchanged for a shorter lens. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in microcentrifuge vial. Visual inspection found one haptic torn. Dimensional verification was performed and the lens was found to be in specification. Claim#: (B)(4).